Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 07-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following likely caused the event. The insertion tube was the peeled off by mechanical stress such as friction and chemically damaged by chemical solutions. The root cause of why the device was stressed could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Further evaluation of the device found the bending angulation is out of specification due to wear of the angle wire. The image guide bundle was damaged, and the light guide indicator was unclear. The diopter adjustment ring was scratched, and the paint was peeling. The control section was damaged, and the adhesive rubber was chipped. Several of the device components demonstrated scratches, dents, shaves/shears due to wear and physical stress, and chemical stress from cleaning, disinfecting, and sterilization of the device over time. Per the legal manufacturer, these other issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported a pinhole leak in the rubber of the tracheal intubation fiberscope. There was no patient or user harm reported due to the event. The suspect device was returned to the olympus service center for evaluation and repair. The device inspection and repair confirmed the reported leak and found the pinholes in the rubber was caused by external forces. Additionally, it was observed that the coating on the insertion section was deteriorating and peeling off. This report is being submitted for the malfunction of the deteriorating coating found during the evaluation of the device. Additional details were requested regarding the reported event; however, no further information was available.